Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was hospitalized due to palpitations and syncope. A remote interrogation was performed which indicated that there were no stored episodes in the device. The cause of the syncope is unknown. No additional adverse patient effects were reported.